Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reports that their was a patient laceration when the clamp slipped on a patient. Additional information: the nurse manager reported via telephone conversation that during the posterior approach to the anterior/posterior cervical fusion the surgeon noticed that the patient's head moved. A laceration was noted near the left eye, no sutures were required. This incident was not reported.